Event description:
A patient reported that their doctor of dental surgery noticed that their gums were bleeding and receding.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.